Manufacturer narrative:
The customer was provided with a replacement glidescope titanium video cable, and the video cable used during the procedure was scrapped at the customers location. Since the video cable is not serialized, the device history could not be reviewed. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the image would disappear intermittently. The procedure was completed using another glidescope titanium video cable, which was made available within five (5) minutes. No harm to patient or user was reported.